Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, the root cause was determined due to software problem. Investigations performed by imt on similar cases proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.

Manufacturer narrative:
(B)(6) medical, file identification: (B)(4). The suspect device has not been returned for evaluation. However, customer confirmed that the therapist adjusted the fio2 prior to starting the ventilator. Then the screen turned white and followed by red alert alarms. Attempted to shut down the vent but it is not allowing the end user. Black screen appeared with error message: "bellavista detected a user interface issue¿. After following the instructions, end user was successfully shutdown the vent. Vent was turn on again and let it run for 1 hour on a test lung and seems to be working fine. Placed the vent on stand by for two (2) hrs. And it successfully restart with no performance issue. Furthermore, no root cause has been determined yet. (B)(6) medical, will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to (B)(6) medical, that the bellavista1000e us unit was in standby waiting to be used. When it was time to use the unit, the display was like ¿a computer's black screen¿ with different choices. To reset the vent and the red lights flashing, no sounds. End user went thru all the steps to reset the unit. Furthermore, there was no patient involvement associated with this event.